Manufacturer narrative:
The manufacturer previously reported an allegation a ventilator would not power on. During evaluation at the manufacturer's service center, a "service required" code was found related to a failure of the internal battery. The internal battery needs replaced to address this issue. The device was scrapped, per customer request.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and power management board. The sensor board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to transducer (mt2) being out of tolerance. The power management board was evaluated and was found to operate to design specifications.

Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and sensor board need replaced to address the issues.